Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). There was also noise seen on the rv electrogram (egm). The rv sensitivity was reprogrammed. An x-ray was performed and revealed a lead integrity issue. The issue will be re-evaluated at a later time to see if lead replacement is necessary. The lead remains in use. No adverse patient effects were reported.